Manufacturer narrative:
The device was not returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 1/28/2013 and has no repair history at zimmer surgical. The device was not returned to zimmer surgical for evaluation and repair; therefore, the customer's reported event cannot be confirmed. Investigation of the bubbling and peeling of the surface coating observed with air dermatome ii devices and related components is still ongoing.

Event description:
It was reported that the zimmer air dermatome ii handpiece coating was bubbling/warping. The issue was discovered during cleaning so there was no surgical involvement or harm to a patient.